Event description:
Technologist was performing weekly maintenance on the mda instrument when probe moved and stabbed the technologist. The technologist was cleaning the probe with an alcohol wipe. The technologist suffered a puncture wound and was given azt prophylactically.